Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), ubd: 01-jan-2050. The external monitor cable was returned to the manufacturer for analysis. After visual examination, no apparent physical damage was noted. A continuity test revealed an open from pin 7 of the db26 connector to pin 8 of the fischer connector. The hardware investigation found that the reported event was related to a hardware issue. A medtronic representative went to the site to test the equipment. It was reported that the monitor and external cable of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The surgeon cart monitor would sometimes be green.